Event description:
The company was informed that the pt became a non-user of his device due to pt's discomfort. The center presented an option of treating the pt's pain or scheduling an explant surgery.